Event description:
The physician was attempting to implant a 2.75 mm diameter x 30 mm length endeavor resolute rapid exchange drug-eluting stent to treat a lesion in the rca. The target lesion was reported to exhibit 80-90% stenosis and some calcification. The lesion was pre-dilated once up to 10 atms using a 2.0 x 20 mm sprinter balloon. An 80-90% stenosis remained following the first pre-dilatation. The physician then attempted to deliver the endeavor resolute device; however, the stent failed to cross the lesion and was removed from the pt. Force was used in an attempt to deliver the device. A 2.5 mm x 20 mm sprinter balloon was used to pre-dilate the lesion again. An 80% stenosis remained after the second pre-dilatation. A second attempt was made to cross the lesion with the endeavor resolute stent, but this attempt was also unsuccessful. The endeavor resolute device was inspected prior to use with no issues noted. The target lesion was treated using a 2.5 mm x 14 mm driver rx coronary stent. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results: an 80-90% stenosis, calcification. Stent deformation, failure to deliver the stent. Eval conclusions: an 80-90% stenosis, calcification. Device eval: the stent was positioned on the balloon as per spec. A number of struts on the 8th and 9th distal stent segments were deformed and partially overlapping. A number of struts on the 10th distal segment were raised and pulled distally. The remaining segments were intact. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).